Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: unable to complete required investigation steps 10, 11, 13, 17- 22 and 31 and adequately investigate the complaint due to internal moisture damage in the pump (B)(4). No meter was returned with the pump. Pump has no audible or vibratory features and the display screen remains blank and does not go to verify screen. The attempt to download the pump history and black box was unsuccessful..

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump was not delivering boluses, the patient had unspecified level of ketones, and unspecified glucose levels. Patient had not had positive ketones for the past two years. Reporter stated "the meter just doesn't like us. Whenver we give a bolus through the meter, it has no effect on blood glucose. But if we deliver the bolus through the pump, it works just fine. This complaint is being reported because the patient had unspecified positive ketones, and customer support was unable to determine if this is communication issue or inaccurate delivery issue based on information provided.